Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, date of event unknown / not provided, lot number unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the outside box was found to be damaged and the top cap was cracked upon initial receipt.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation (image 1-3). Visual inspection of the as returned product identified a sealed and sterile outer vial and a damaged outer box with the cap cracked. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number (1227145). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa complaint history review was performed for the reported lot number (1227145) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (packaging: damage) or device (tsvh10). Therefore, based on the available information, the packaging malfunction did occur and the reported event was confirmed as packaging damage was identified on the returned product. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report d4: expiration date and UDI d10: device available for evaluation change 'no' to 'yes' g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change 'no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative